Event description:
Reporter indicated that a pt's vns device was explanted after the pt developed sepsis. It was reported that the vns device was explanted because it is the physician's "policy to remove any foreign body in pts with sepsis." Attempts for additional info have been unsuccessful to date.